Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and instability. It was also reported that the tibia was loose and came out with any fixation to the cement. Cement manufacturer is unknown. Doi: (B)(6) 2013. Dor: (B)(6) 2018, unknown operative side.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.